Manufacturer narrative:
(B)(4). Additional information: the device was returned along with its package opened. Upon visual inspection it was noted a hole at the lower left corner of the tyvek and evidence of dragging was noted around the hole. The damage found at the tyvek of the packaging is related to external handling from ees. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends.

Event description:
It was reported that before an unknown procedure the device gets packaging integrity issue. Another device like device was used to complete the case. No patient consequences. One device will be returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.